Event description:
Additional information received indicated a loss of capture and decreased sensing were observed on the right ventricular lead. The event was resolved by capping and replacing the right ventricular lead.

Event description:
Additional information was received indicating diagnostic imaging was performed and the patient was hospitalized. Additional information was requested but is not yet available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Session records were sent to abbott technical support for review and low impedance, loss of capture, low sensing and noise resulting in oversensing was confirmed. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported low pacing impedance, loss of capture and decreased sensing were noted on the right ventricular (rv) lead. Abbott technical support was contacted, confirmed the event and also observed noise resulting in oversensing on the rv lead. Rv insulation damage was alleged, although not confirmed. Diagnostic imaging was performed but revealed no anomalies. The patient was hospitalized. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.

Event description:
It was reported low pacing impedance was noted on the right ventricular (rv) lead. Rv insulation damage was alleged, although not confirmed. No intervention has been performed at this time. The patient was in stable condition.